Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Further information was provided by the customer stating that the device was not used on a patient with the foreign object attached. The device was inspected to detect any malfunctions before using it, appropriately precleaned without any delay after the procedure and there were no abnormalities in the accessories used for reprocessing. The manual cleaning was performed within an hour after procedure and the device was appropriately rinsed before manual disinfection. It was unknown if all the scope channels were connected to the tubes when the scope was set up into the automatic endoscope reprocessor (aer)/ endoscope washer-disinfector (ewd) or if the instrument/suction channel had been aspirated with water using a suction pump. The instrument channel, suction channel, air/water valve/suction valve and biopsy valve were brushed. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. Evaluation did find the following: angulation in the down direction was out of standard due to the worn angle-wire, the gap on up/down knob was out of standard due to the worn angle-wire, the up/down knob could not be fixed due to the deformed lock engagement-lever, light guide lens was broken, the bending section rubber adhesive was detached, connecting tube protector was broken, distal end was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the colonovideoscope had foreign material exiting the suction channel. The issue was found when preparing the device for use in a diagnostic procedure. A similar device was used to complete the procedure. There was no patient involvement, harm, procedural delay, or injury.